Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was burnt rubber smell coming from the remote monitor. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950llq, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that the remote monitor was unable to detect the radio frequency (rf) head; found contamination on rf head printed circuit board (pcb); found error code 3230, 3248, 5704 and 5743 in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.